Event description:
The pump was returned for investigation. Investigation revealed contamination found under the button key contacts when the keypad cover was removed. The audio bolus button was also found to be missing and therefore the bolus button was unable to be tested. The battery compartment was also found to be cracked near the pump case seal. The display screen was also found to be dim and faded. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was found to be intact. The keypad buttons were found to be responsive to user input. Investigation revealed contamination under the button key contacts when the keypad cover was removed. The audio bolus button was also found to be missing and therefore the bolus button was unable to be tested. The battery compartment was also found to be cracked near the pump case seal. The display screen was also found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.